Manufacturer narrative:
(B)(4). The device was not returned and an evaluation was not performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume event during dwell two of four of peritoneal dialysis therapy. The patient was having difficulty breathing. It was determined that the patient¿s total volume was 10,000ml, fill volume 2500 ml and their ultrafiltration in cycle two was 1666ml. The patient performed a last manual drain. There was no patient injury or medical intervention associated with this event. No additional information is available.